Event description:
Patient was implanted with a locking clavicle plate on (B)(6) 2012. The patient returned to the operating room on (B)(6) 2013 for removal of the plate and screws due to a new fracture located on the other side of the plate. The original fracture had healed. A new plate was placed on the new fracture spanning the healed fracture. This complaint is on the cortex screw. This is 2 of 7 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.